Manufacturer narrative:
(B)(4). Two (2) used devices were received for evaluation. A visual inspection was done which observed that the male luer rigid component was cracked into second y-site clearlink. It was noticed on the samples, that a trace of external force was applied to the components, making an appearance of white color on the cracked side proper from cracked component. This indicated the issue happened when the rn was trying to disconnect the tubing and force was needed to make the disconnection. The reported condition was verified. It was determined the defect occurred due to the male luer component, the raw material of the male luer component and also based on the assembly between the male luer and the tubing during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation two clearlink system continu-flo solution sets were returned for evaluation due to the report of male luer rigid component cracked into secondary medication sets. It was reported that the rn (registered nurse) attempted to disconnect secondary IV tubing. Half of the connecting piece of the tubing remained stuck inside they y-port of the primary tubing and appears to be severed from the connection. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with these events. No additional information is available.